Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction. The customer declined to return the device so no root cause could be established. Based on this information, no further action is required at this time

Event description:
The customer reported that the eli380 had network issues. There was no injury reported. This event has been captured captured under hillrom ref # c-(B)(4).